Event description:
External pacemaker dial for adjusting "ma" rotates freely 360 degrees without any marking on the dial to set at zero position. Whenever machine is turned on the digital readout is "0", no matter where the dial is set. Ma must be increased by gradually turning the dial.